Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the port on the side of the physician's tablet was reported to be broken. Specifically, it was reported that the port was pulled out from the side where the adapter plugs in. The tablet was received on 08/05/2016. Analysis is underway but has not been completed to date.

Event description:
Additional information was received that the tablet was accidentally dropped off an exam table on to floor, which damaged usb port. Another tablet was present so the patient's appointment could be completed. An analysis was performed on the returned tablet and the reported allegation of damaged 'usb connector' receptacle was confirmed. During the analysis it was verified that the usb port was damaged. No other anomalies were identified.